Manufacturer narrative:
Submit date: 08/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's rotor turns clockwise. The issue was discovered during pm.